Event description:
The technician alleged the bed would not go into trendelenburg or reverse trendelenburg position. No patient impact.

Manufacturer narrative:
The technician replaced the gas cylinders to resolve the issue.